Manufacturer narrative:
Pump interrogation at medtronic european operations center indicated the pump was delivering lioresal 2000,0 mcg/ml. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis found no anomaly; the pump passed all testing in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter seemed to be working and only the pump was replaced. The daily dose was programmed from 1000 mcg to 500 mcg and the patient seemed to be fine. A refill history, including expected residual volume (erv) and actual residual volume (arv), was provided. 2017-jan-10: erv 1.8 ml, arv 6 ml 2017-apr-05: erv 1.4 ml, arv 4 ml 2017-jun-29: erv 4.4 ml, arv 9.1 ml 2017-sep-28: erv 1.9 ml, arv 7.1 ml 2017-dec-28: erv 1.8 ml, arv 6.8 ml 2018-mar-28: erv 1.3 ml, arv 7 ml 2018-jun-20: erv unknown, arv 9 ml 2018-sep-12: erv 3.9 ml, arv 10.8 ml 2018-nov-07: erv 15.9 ml, arv 20.2 ml 2019-feb-05: erv 1.3 ml, arv 13.2 ml 2019-apr-25: erv 6.1 ml, arv 12.2 ml 2019-jul-22: erv 1.3 ml, arv 8.8 ml 2019-oct-02: erv 8.2 ml, arv 15 ml 2019-dec-18: erv 5.1 ml, arv 12.1 ml 2020-mar-13: erv 1.1 ml, arv 9 ml 2020-jun-05: erv 2 ml, arv 9.5 ml 2020-aug-28: erv 2 ml, arv 9.2 ml 2020-nov-09: erv 2 ml, arv 10 ml 2021-dec: erv 2 ml, arv 13 ml 2021-apr-28: erv 5 ml, arv 14 ml.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0207564227, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a (B)(6) healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen via an implantable pump. On (B)(6) 2021, it was reported that the patient's residual volume at refills was often over 10% more than the expect volume from the pump info. The patient's most recent refill had a volume discrepancy of 26% greater residual volume than expected. It was unknown what if any environmental/external/patient factors that might have led or contributed to the issue. The patient's catheter was tested and the catheter function was determined to be good. The pump functioned was questioned so the pump was replaced on (B)(6) 2021. It was noted that the hcp was aware that the patient's pump was at the end of its lifecycle and were interested in the reason for the pump always being slow. The issue was considered resolved at the time of the report. The patient's status was listed as "alive - no injury".